Manufacturer narrative:
On july 21, 2018 immucor technical support used a remote electronic connection method to assess event log. Review of the event log show no errors during testing and the camera images are aligned and focused. No blood sample or product was returned to immucor from the customer site for immucor laboratory assessment. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4). The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On july 13, 2018 a customer reported that they received unexpected negative reactivity on capture-r ready-screen 3 lot r986 (expiry september 4, 2018) on echo serial (B)(4), when tested on (B)(6) 2018.